Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system displays partial image.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation at the service facility, the scanner was powered on and was observed to have no ultrasound image in the display, confirming the reported issue of partial image displayed. The root cause was found to be a crooked probe cable connector. The foam on the battery was re-positioned under the probe cable connector and the probe cable connector was reseated on the beamformer pcb, resolving the display issue. No additional issues with the system were identified during service or testing of the equipment. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system displays partial image.